Manufacturer narrative:
Evaluation summary: complaints of paused or flickering images. We are unable to determine the cause, but customer information suggests it is probably a processor issue. The cause is unknown.

Event description:
A customer requested an RMA for an ed34-i10t2 (sn: (B)(4)) video duodenoscope, indicating that the elevator was broken. The issue was observed in the reprocessing room, during reprocessing. There was no report of patient/user injury, adverse events, delay in the procedure or a need for medical intervention.

Manufacturer narrative:
A device history record (DHR) review for model ed34-i10t2, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 01 may 2020 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The reported no elevator broken was not confirmed through evaluation of the device. Findings noted in the evaluation include passed dry and wet leak test, prism lens chipped, lcb distal cover glass modified, cover glass chipped/cracked. The rings and seals of the device were replaced, the device was cleaned, disinfected, angle adjustments were made, and the video image calibrated, and returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.